Event description:
Information received by medtronic indicated that the customer reported that the power turned off suddenly during bolus. It was also reported that the issue continued even when a new battery was replaced. The customer also received a serious pump error. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Manufacturer narrative:
Customer returned pump for an alleged e/a alarm, failed battery alert/battery failed alarm and unexpected battery power loss found on (B)(6) 2023. Pump was received with a critical pump error (open book image) alarm. Unable to verify/test failed battery alert/battery failed alarm, unexpected battery power loss and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25 alarm, low battery alert, power loss alarm, replace battery alert/replace battery now alarm, failed battery alert/battery failed alarm and unexpected battery power loss recorded in the formatted history file on the event date. Unable to verify/test failed battery alert/battery failed alarm and unexpected battery power loss due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm and unexpected battery power loss was unknown. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2023 07:38:08.000 and (twice) at 07:38:20.000. As per global logic analysis (esf#: 3926945), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 29-jul-2023 in the formatted history file. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify/test failed battery alert/battery failed alarm, unexpected battery power loss and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and e/a alarm/pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.